Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the pegs of the patella trial fractured during surgery. The fractured part was removed from the patient. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the patella trial confirms that the center peg has fractured off and all pieces were returned. The surface of the trial shows wear marks (scratches, nicks) consistent with repeated usage. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The device has been in the field for ten years and four months. It is unknown how many times the device has been used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.